Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had no audio output, in addition to an adverse event that occurred. The patient stated that she passed out while driving and hit another vehicle and a parked vehicle on (B)(6) 2016 at 1:30-2:00pm. The patient stated that she was told by the emergency medical team (emt) that her blood glucose (bg) values was at 19mg/dl when they found her. The patient alleges that she did not hear the receiver's low alert. The patient stated that she was treated with IV by the emt. The patient was unsure what was in the IV. The patient was taken by the ambulance to the emergency room, was admitted and then released same day. No other medications were given to the patient in the emergency room. At time of contact the patient was stiff and sore but was ok. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.